Manufacturer narrative:
One medfusion 3500 syringe pump was returned for analysis. Upon visual inspection, the top case was chipped and cracked. The left and right plunger cases were observed to be broken. The plunger lever was found broken off. The device history log was reviewed; no discrepancies found. Inspection revealed impact to the unit occurred. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as the noted physical damage to the device and that it is beyond repair.

Event description:
Information was received indicating that the housing to a smiths medical medfusion 3500 syringe pump was cracked. It was reported that the syringe plunger and plunger driver were broken. There were no reported adverse effects.